Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was missing segments. The medical affairs specialist spoke to the pt on the following month with the assistance of a language line spanish interpreter. The pt stated the meter issue began one week before calling. The day after the meter issue began, in the evening, she began to feel nervous, shaky, and frustrated. The pt denied receiving medical attention following use of the meter. She did drink orange juice and felt better soon after. Before, and after, the meter issue, the pt continued to take her set amount of oral diabetes medication. The pt was able to test, at one point, on her neighbor's meter and she obtained a result of 108 mg/dl. She did not have any symptoms at the time of this test. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that after this issue began she became hypoglycemic and felt better after self-treating.

Manufacturer narrative:
Lifescan has requested the return of the subjet meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.